Manufacturer narrative:
Follow-up #1 date of submission 04/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(4) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of an inaccurate delivery issue could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Reportedly, the patient had experienced elevated blood glucose (bg) and the patient¿s doctor and diabetes educator both wanted the pump replaced to see if the pump was the issue. No bg values or signs or symptoms were reported. Reportedly, the time and date, basal, and advanced settings were found to be correct. A review of the pump history indicated that the pump had delivered as programmed. No associated alarms were found in the histories, and the prime history was confirmed to be appropriate. Troubleshooting did not identify any pump defects; however the pump was replaced per the healthcare provider¿s request. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific delivery issue.